Event description:
It was reported that the patient presented to the emergency department with palpitations and chest pain. There was intermittent far field r-wave (ffrw) oversensing observed on the stored episodes of atrial tachycardia (at)/atrial fibrillation (af). The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.